Event description:
It was reported that the field representative requested review of device data to confirm device operation of this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed premature ventricular contractions (pvc) are being undersensed and the device is overpacing. Ts also noted far field oversensing. Reprogramming changes and further testing were discussed. No adverse patient effects were reported. At this time, this device remains in service.